Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) debris was floating in the eye behind the lens. The debris was removed with the forceps and placed in a specimen container. The surgeon believes it was a small piece of plastic that seemed to get pushed along the cartridge as the lens was advanced to the tip. There was a delay of a few minutes to the procedure and there was no injury to the patient's eye. Patient outcome was reported to be as expected. No further information was provided.

Manufacturer narrative:
The cartridge emeraldc30 was not returned at the manufacturing site for evaluation. One cotton stick was returned inside of a specimen container. Visual inspection at 10x microscope magnification showed a small and clear particle at the tip of the cotton section of the stick. The particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the debris was consistent with polypropylene. The customer's reported complaint was verified. The cartridge emeraldc30 consist of polypropylene material, however with the information provided, this debris/particulate could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.